Event description:
During an angioplasty procedure in the anterior tibial, the gazelle monorail balloon catheter's distal 30 cm was sheared off. The procedure was aborted and the catheter was removed from the pt with a snare. No pieces were left in the pt. The procedure was not completed and the pt condition is reported to be 'satisfactory'.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.